Manufacturer narrative:
(B)(4). The third party service provider evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb), backlight inverter printed circuit boards (pcbs), breath delivery (bd) printed circuit board (pcb), and flex cable. Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider.

Event description:
It was reported that the ventilator's display was blank. The ventilator was not on a patient at the time of the event.